Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 415mg/dlm, and her blood glucose was treated with an insulin drip. Troubleshooting was declined as mother stated that the customer was not bolusing for meals at all, even for corrections, which may have been the cause of her high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.